Event description:
It was reported that during an implant, the right atrial (ra) lead would not stay fixated into the myocardial substrate after 5 attempts. There was no body tissue present in the helix. Another ra lead was implanted. The patient was stable.